Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-07361. It was reported that during a percutaneous transluminal coronary angioplasty, catheter entrapment occurred. The target lesion was located in the tortuous and calcified left anterior descending artery and circumflex artery. A 3.50x15mm nc emerge mr balloon catheter was advanced to the lesion and inflated as usual without any problem. During withdrawal a lot of resistance was felt and the device had to be removed with the samurai guidewire together. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.